Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microlance hypodermic needle white, the device experienced leakage when the needle broke. The following information was provided by the initial reporter. The customer stated: this needle reference is only used in chemotherapy for the reconstitution of cytotoxic bags. While taking nacl from a bag to reconstitute the needle broke in two by splitting in two between the trocar and the luer lock. Fortunately it was not cytotoxic. Additional information received on 20 oct. Chemo reconstitution of cytotoxics department: there was nacl spraying from the needle in the hood. My colleague came into direct contact with the nacl. She had it all over her gloves and the drape inside the fume hood and it also leaked into the guard vein. Action taken: she had to change gloves, field and especially needle to be able to draw the required volume. She also removed all the needles from this batch and replaced them with another batch. The needles from the affected batch were quarantined. This had no bad consequences because, fortunately, it was not cytotoxic. I hope you understand the seriousness of the incident if it had occurred during the collection of a cytotoxic. In conclusion, the needles have been withdrawn from circulation and quarantined and we are waiting to hear back from you soon.

Event description:
It was reported when using the bd microlance hypodermic needle white, the device experienced leakage when the needle broke. The following information was provided by the initial reporter. The customer stated: this needle reference is only used in chemotherapy for the reconstitution of cytotoxic bags. While taking nacl from a bag to reconstitute the needle broke in two by splitting in two between the trocar and the luer lock. Fortunately it was not cytotoxic. Additional information received on 20 oct chemo reconstitution of cytotoxics department: there was nacl spraying from the needle in the hood. My colleague came into direct contact with the nacl. She had it all over her gloves and the drape inside the fume hood and it also leaked into the guard vein. Action taken: she had to change gloves, field and especially needle to be able to draw the required volume. She also removed all the needles from this batch and replaced them with another batch. The needles from the affected batch were quarantined. This had no bad consequences because, fortunately, it was not cytotoxic. I hope you understand the seriousness of the incident if it had occurred during the collection of a cytotoxic. In conclusion, the needles have been withdrawn from circulation and quarantined and we are waiting to hear back from you soon.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 210426. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the affected sample was returned for evaluation by our quality engineer team. Through examination of the picture, the needle was observed broken at the hub, at the level of the presfit (plastic part). As no abnormalities were identified during the production process, an exact cause related to the needle manufacturing process could not be determined for this incident.